Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device; two additional cartridge reloads fully fired were received. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during an open colon procedure, the molding of the brackets were partial not correct. However, the staple line held well during the surgery. The sales rep was present during the procedure. The surgeon applied the device correctly, waited and fired. The surgeon made a "side-to-side" anastomose - all steps according to the rules. Remaining brackets were removed (which were not in the staple line). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.